Event description:
Reporter alleged obtaining the results of 78 mg/dl and about 140 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used completely, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.